Event description:
Patient had the removal of a right subclavian mediport that had been placed about 3 years ago. On removal of the port along with the catheter, a gaping longitudinal fashioned hole was noted and sent to pathology for analysis. A new mediport was inserted in the left chest with catheter tunneling through left internal jugular. Patient tolerated procedure.